Event description:
A company representative spoke with the customer, who was taking boluses of 10 units through the insulin pump and bolusing three times per day with basal rates at the same time, causing low blood glucose. The customer was in a store parking lot and passed out from low blood glucose. Customer reported having been treated with glucose tablets by emergency medical technicians. The customer did not go to the hospital. Customer wished to received more information on the bolus wizard and in-person training, declining troubleshooting at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.